Manufacturer narrative:
510k: this report is for one (1) unknown impactor/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a proximal femoral nail antirotation (pfna) was applied for femoral trochanteric fractures. The surgeon connected a pfna-ii blade to an unknown impactor, then inserted the blade according to the technical guide. However, when attempting to lock the blade, an impactor span freely. Then, when the surgeon checked the image intensifier, the surgeon found out that there was still gap between the blade and the end of an impactor. Afterwards, the surgeon removed the blade and reinserted another shorter blade. The surgeon commented that when connecting the blade to an impactor, there was a proper gap between the blade and an impactor. Also confirmed that the blade "roated" freely at that time. The surgeon checked the product using screwdriver. The surgery was completed within a 30-minute delay. There was no adverse consequences to the patient. This report is for one (1) unknown impactor. This is report 2 of 2 for complaint (B)(4).